Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the plastic anti-slip layer was ripped off the label of the programming head. It was also noted that interrogation was sometimes not possible. There was a loose contact in the cable of the programming head. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head experienced intermittent contact failure. The rf head was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.